Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was reported that the patient presented with cloudy effluent and was treated with ceftazidime and cefazolin sodium (for 14 days, intraperitoneally, dose and frequency were not reported). Twenty one days later, the event progressed to peritonitis manifested by edema in the abdomen. The patient was hospitalized and was treated with ciprofloxacin (intravenously, dose, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. The patient was switched to hemodialysis temporarily and was under observation for one month before returning to pd treatment. No additional information is available.